Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to unresponsive button. No button error alarm during testing. Device received with intermittent button response due to flattened up button dome switch (creased). Device passed displacement test. Device received with broken battery tube threads, broken reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address or serial number label. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the up button was not working impacting rewind and site changes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.